Event description:
It was reported that this inflatable penile prosthesis did not stay inflated. A revision surgery was performed and fluid loss from the reservoir caused by a hole was noted. The pump and the reservoir were removed and replaced. There were no patient complications reported.